Event description:
The clinician reports the implant was inserted on (B)(6) 2016 in ada 30. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.